Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates no j wire fractures but does indicate that the proximal end (free end) of the j stiffener wire has abraded a hole in the outer polyurethane insulation approx 92mm proximal of the weld site. The distal section of lead was also rec'd with fluid intrusion distally.